Manufacturer narrative:
Date of event is estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. Mitral valve insufficiency/ regurgitation however, appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to a grade of <1. Roughly eight months later, the patient returned to the hospital for a follow up appointment. Echocardiography was performed and showed one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. On (B)(6) 2023 an additional mitraclip was performed. One clip was implanted, reducing mr to a grade of 1. No additional information was provided.